Manufacturer narrative:
The customer provided an image showing a close up of the back check valve on the set. The complaint of leaking below caps could not be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Corrected information can be found in b1 - adverse event/product problem, b2 - death date null, concomitant product and h6 health effect - impact codes. Updated information can be found in d9. A lot history review could not be conducted because a lot number was not provided or identified.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a 4" (10 cm) smallbore trifuse ext set w/2 remv check valves, 3 clamps (red, yellow, white), luer lock, non dehp tubing where the customer reported that the device was leaking below caps. The event occurred during patient use, but harm was not reported as a consequence of the vent. There was possible delay in therapy due to having to replace line/extensions. Information on specific fluid or medication is not available. There were 2 occurrences.